Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of an over-infusion cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that an unspecified infusor device over-delivered on a patient. It was intended for the device to infuse for 96 hours. However, the technician used the incorrect infusor device when the therapy was prepared and the full therapy infused in 48 hours. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.